Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot #5061853 and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that individual packaging of bd vacutainer® c & s boric acid sodium kit borate / formed was badly sealed. Sterile breach. No injury or medical intervention.

Manufacturer narrative:
The initial MDR was submitted with the incorrect device type code. The correct device type code is jsm.